Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a normal generator change, externalized conductors were observed via fluoroscopy. The physician elected to leave the lead implanted and in service. The patient was stable following the procedure and will be followed normally.